Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having pain three inches away from the ipg site. The physician believed that the pain was due to surgical pain. A pain injection was administered close to the site to help with the pain. It was noted that the patient just needed some time to heal from the surgery.